Manufacturer narrative:
This report is submitted on (B)(6) 2018.

Event description:
Per the audiologist, it was reported that the patient had a stroke in (B)(6) 2018 and since then experienced pain at the implant site. Subsequently the patient was treated with antibiotics and steroids (date and type not reported); however the issue could not resolved. The implanted device remains and the patient is being clinically managed by the health care provider.